Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms and increased threshold measurements. The patient experienced diaphragmatic stimulation post-operatively; therefore, the lv pacing vector had been changed at that time. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.